Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (Patient ID, age, date of birth, and weight are unknown). According to the complainant, during the purging air cycle, the sheath leaked saline solution. The leak occurred from near the fins on the sheath. No visible damage was noted to the sheath. The fluid was at room temperature at the time that the leak was detected. Additional follow up information confirmed a leak from the sheath was reported to occur near the fins along the sheath. There was no visible physical damage to the sheath. A cervical leak was confirmed to occur while the saline was at room temperature. The patient was reported to have a patulous cervix. There were no further complications reported with this event and the condition of the patient is reported to be fine.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.